Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose level of 33 mmol/l. Customer was treated with insulin pump. Customer experienced blood glucose level of 13.7 mmol/l. Customer was not using auto mode. Customer was alleging insulin pump for under delivering because correction bolus did not fix high blood glucose level event. Customer stated that there was no air bubble and leak. The insulin pump will not returned for analysis.